Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017, the patient experienced diabetic ketoacidosis with blood glucose measuring in =500 mg/dl accompanied by large urinary ketones. The patient received medical treatment at the hospital. Animas customer support made several attempts to contact the reporter for further information, however, the reporter did not respond to the follow-up attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on in insulin pump therapy related to an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: review of the black box data revealed data records began (B)(6) 2017. Data records from the date of the complaint had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. Investigation did not confirm nor duplicate an inaccurate delivery issue and the pump was found to be operating as intended without malfunction.